Event description:
Pt with right femoral arterial line was noted to have lost waveform and arterial bleeding. Upon assessment, the pt noted the sheath had broken off from the tubing and the pt was bleeding from the line. The arterial line was discontinued and pressure applied to site with no hematoma noted. Dressing applied to site.